Event description:
On june 1995 pt developed symptoms like runny nose, red eyes and coughing which progressed to asthma. Pt went to ER and then went to see an allergist! The allergist found that pt was allergic to latex gloves and prescribed proventil, aerobid and claritin! The medications worked for a short period of time. Then pt used a nebulizer but it did not help her feel any better. Finally, pt was receiving solucortef and epinephrine shots. Pt is doing better and is still working as an rn.